Event description:
Customer reported that the female luer end of the rf-150 sheared off. Site was a triple lumen femoral central venous catheter with abbott plum pump IV tubing attached to female luer of rf-150. Nurse stated she came into the room, found fluid and blood on bedding, found rf-150 sheared off. Pt has a dissecting aneurysm, blood pressure was 200, and there was bleed back. Two locking blunt cannulas broke on the same pt. Pt is heavily sedated and on a vent. Pt has had the following fluids infused through his locking blunt cannulas: nypride, esmolol, and nitroglycenn, and was on a fentanyl drip and an ativan drip during the latest incident.

Manufacturer narrative:
A user facility medwatch, uf rpt #3600030000-1997-2, has been received. 10/31/97 the failure rate due to component breakage for the rf-150 is extremely low compared to the high volume of units sold. It is the decision of the ICU medical review board that no further action is required at this time. Co will monitor for future events and trends of this nature.